Event description:
The lens was removed and replaced without complication, due to the patient's report of dysphotopsia.

Manufacturer narrative:
The product was received for analysis. Both haptics were distorted. The optic was scratched and had a scrape/mark near the optic edge. We were unable to definitively determine the cause of the damage, however, it does not appear to be manufacturing related. The lens met manufacturing criteria at the time of release to the market.